Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2010, CT showed the aneurysm sac was stable. On (B)(6) 2011, the aneurysm had grown 1cm as compared with the (B)(6) 2010 CT. Two type ii endoleaks coming from the lumbar arteries were noted. On (B)(6) 2011, the pt underwent an open conversion and the endograft system was removed. The pt tolerated the procedure.

Manufacturer narrative:
Please note additional device implanted: (B)(4).